Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka, after painting the femur and tibia, it was noticed that there was 1 valgus on the femur and the slope was at 4 degrees prior to making any adjustments. For troubleshooting, the system was checked to see if any personalized preferences had been added, but there were none set. The procedure was resumed, without any delay, using the same device. The valgus and the slope were set to default. The outcome of the surgery was successful and there was no injury to the patient.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # sn(B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the console found it was functioning as expected. The scenario reported was not replicated during testing. A log file review was performed. The reported problem was confirmed. Review of screenshots from 8/29/2023 observed the reported 1 degree valgus. A clinical review was performed. It is possible that the reported problem may have occurred due to loading saved surgical preferences or resuming a previously completed case, possibly for a revision. A discussion with the representative present for this case provided additional information. She stated that this was most likely not a revision, and that after the report was submitted it was discovered that a recon representative had unintentionally been saving surgical preferences for other cases. A possible cause of the reported issue seems to be that the surgical preferences from a previous case had been saved as the default, which could have resulted in the 1 degree valgus and 4 degree slope prior to making any changes. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.